Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that foreign material residue was found inside the sterile package.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: at opening a grey mark was on the paper at the place of the tip. The probable root cause/s could be extreme shipping conditions, from rubbing of the disposable tip on the tyvek lid during shipping. (B)(4).

Event description:
It was reported that foreign material residue was found inside the sterile package.